Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found leaking, dents and scratches between the control body and plastic distal end cover. The bending section glue was noted to be cracked. The glue around the cement of the objective lens was peeling. The light guide was dim due to broken fibers and minor dents /scratches on the light guide tube. The #1 switch was damaged. There was minor scratches noted on the insertion tube. The operation of the guidewire was not smooth. The catheter movement was too light. The device was repaired and returned to the customer. The most likely cause of the reported event can be attributed mishandling. The tjf-q180v instruction manual states ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
The service center was informed that the scope failed atp and leak testing. The scope was reprocessed in a medivators automatic endoscope reprocessor (aer). There was no patient injury as there was no patient involvement.

Manufacturer narrative:
The legal manufacturer reviewed the contents of this complaint. The exact root cause of the reported event could not be conclusively determined. However, based on similar reports, the event occurred due to chemical deterioration of the glue and then peeled off. Therefore, the event may have occurred by deterioration of the scope, which had been used for a long time the product¿s instruction for use (operation manual) described as follows: "maintenance management": the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.1, ¿troubleshooting guide¿ on page 66. If the irregularity is still observed after inspection, contact olympus. Maintenance of the forceps elevator has to be performed according to chapter 6, ¿inspection schedule related to forceps elevator¿ in the manual. "Warnings and cautions" ":do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "Inspection of the endoscope" : inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities.